Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure and 2 full drawers of cubies were blank on cubie map. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care since medications were taken from another station nearby. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. A field service engineer confirmed that pharmacy talked with another engineer, who advised a 15 minutes shutdown which fixed the issue. The system functioned as intended after the field service engineer troubleshooted the device.